Event description:
4th event: when using the boston scientific ivus catheter; the image became completely dark. The catheter was then flushed, and image returned. Patient was already having some st-elevation with the percutaneous coronary intervention, so unable to determine if flushing caused any st elevation. Patient did not experience any pain. 3rd event: while using boston scientific ivus catheter, image became completely dark; indicating air bubbles in the system. Purged fluid to get image back. Shortly after purge, patient developed st elevation; st elevation resolved after 3-5 min. 2nd event: while using boston scientific ivus catheter, image became completely dark; indicating air bubbles in the system. 1st event: while using boston scientific ivus catheter, image became completely dark; indicating air bubbles in the system. Catheter removed and given to emi.